Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure performed on september 12, 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent encountered significant resistance and failed to open. The device was removed from the patient, and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b1 (adverse event or product problem) and h1 (type of reportable event) have been corrected as the report was updated from serious injury report to a malfunction report. Block h6 impact code has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of sheath difficult to retract.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the potential reportable event of an additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent encountered significant resistance and failed to open. The device was removed from the patient, and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.